Event description:
A peritoneal dialysis (pd) patient reported a fluid leakage coming from the stay safe connector during treatment. She stated that she did not take any prophylactic antibiotics. Her effluent remained clear. The patient finished treatment with new equipment. The sample was discarded.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.